Event description:
The event involved 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the reporter stated that the device was faulty, and it happened more than once. The default was found when attaching the extension to the peripheral intravenous (piv) catheter (braun 20g 1.75 in) these are the same introcan safety IV catheter that have been used for over 9years. It was done with no force, just a twisting motion. The nurse noticed the default of leakage when attaching the extension at the hub of the catheter and where the luer end is attached to the tubing of the extension. There was patient involvement and no adverse events.

Manufacturer narrative:
Received one (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. One (1) used. List #unknown, catheter; lot #unknown. One (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer one (1) used. List #306546, 0.9% sodium chloride injection, usp 10 ml syringe. A crack was observed on the female luer connected to the microclave. The set was leak tested per product specifications. There was leakage from the crack. The reported complaint can be confirmed. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.